Event description:
Reporter indicated that the pt's device was interrogated and gave high lead impedance results. No trauma or manipulation of device was reported. Revision surgery was done in 2008. Products have been requested, but have not been returned to MFR to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.